Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the impedance gradually continued increasing from the high measurements and the capture threshold had slightly risen.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning 2015-06-30 maximum right ventricular (rv) pacing impedance gradually rises from 646 ohms to 2033 ohms on (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing impedance. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Beginning (B)(6) 2015 max rv pacing impedance gradually rises from 646 ohms to 2033 ohms on (B)(6) 2016. Beginning (B)(6) 2015 max rv capture threshold rose from 1v to 2.5 v on (B)(6) 2016.

Event description:
It was additionally reported that there was a high rv threshold measurement and the rv lead was capped and replaced.